Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using a ruby coil and a lantern delivery microcatheter (lantern). It should be noted that the patient¿s anatomy was moderately tortuous and mildly calcified. The physician experienced resistance while advancing a ruby coil through the lantern. The physician repeatedly advanced and retracted the ruby coil for repositioning and reported that the resistance increased. The ruby coil then unintentionally detached. As a result, the lantern containing the ruby coil was removed from the patient and the ruby coil was flushed out of the lantern on the back table. The procedure was completed using the same lantern and a total of eight coils including ruby coils and pod packing coils (packing coil). There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.